Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Intermittently battery indicator is fluctuating between fully charge and 3 bars, after being driven for a while and when joystick is turned off and on.